Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter became stuck on wire. The target lesion was located in the right coronary artery (rca). A crossboss catheter was selected for use. During the procedure, it was noted that device bound up and became stuck on a non bsc guidewire. The physician pulled the device and the wire out. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.